Manufacturer narrative:
Product complaint (B)(4). H4, h6: additional information. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon visual inspection of the returned device, it was observed the device was received stuck with the component (tft30101-b). There were scratches on the device which has no impact on the functionality of the device. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential root cause could be due to the inserter pin broken inside the implant inserter. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
Device report from synthes reports an event in netherlands as follows: it was reported that during spinal fixation surgery on (B)(6) 2019, the inserter was used to insert the conduit tlif implant. Upon tapping the inserter with a hammer, according to the surgical technique, the implant started to turn too soon. The fixation knob was tightened as much as possible, yet still the implant started to hinge on the holder (as it was designed to do, but only after loosening of the fixation knob, which was not yet done in this case). There might have been tissue damage caused, but this was not confirmed as no report was made to the dps/jnj rep. A tamp was used to insert the implant to its correct position. The insertion instrument was handed over to dps/jnj rep with a broken inner shaft, yet no report was made to us this breakage occurred intraoperatively. Th inner shaft of the inserter broke at the designed point high inside the outer shaft. No further information was provided. Concomitant device: implant inserter sh connection (product code: tft30101, lot#: e18di0449 qty: 1). This is report 1 of 9 for complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5, d11: added concomitant device. E1: added reporter's address. B5: corrected event description. H6: corrected device product code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is for an unknown insertion instrument/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the netherlands reports an event as follows: it was reported that at the beginning of (B)(6) 2019, there seemed to be an issue with a transforaminal lumbar interbody fusion (tlif) implant inserter. There was (potential) patient injury. This report is for a tlif insertion instrument. This is report 1 of 1 for (B)(4).